Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed alert code 38 indicating a stalled motor and that insulin delivery was not occurring until the caregiver restarted the device, disconnected tubing, rewound, performed a dry run without further alerts, and then completed a full supply change to resume insulin delivery. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed a communication-related problem and a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.